Manufacturer narrative:
On (B)(6) 2019, mentor became aware of the following patient and event information: patient's date of birth was (B)(6) 1989, caucasian, procedure was for primary breast augmentation, date of event was (B)(6) 2018, patient had left breast pain and was smaller, and date of explantation (B)(6) 2019. Mentor also became aware that the patient underwent bilateral removal and replacement with the following devices: (left) 325cc mentor smooth round moderate plus profile saline catalog: 3502325 lot: 7688116 sn: (B)(4) and (right) 175cc mentor smooth round moderate profile saline catalog: 3501620 lot: 7643260 sn: (B)(4). On 6/11/2019, mentor became aware that the suspect medical device was: 175cc mentor siltex round spectrum saline catalog: 3542420m lot: 6847819 sn: (B)(4). Mentor also became aware that the patient's identifier was a n.l. On 6/14/2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of unknown age who underwent breast prosthesis implantation with an unspecified mentor gel implant on an unspecified side, suffered rupture post-operatively. As a result, the patient underwent removal on (B)(6) 2019.